Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer states have an issue with sensor and no delivery pump. One that did not have a teflon tip to it. The needle was there, but the rest of things were missing. When sensor was removed the cannula was missing off the sensor the insulin pump will not be returned for analysis.